Event description:
Auto adjust CPAP misreported device function and patient use. Patient was on auto adjust CPAP device, device reported no pressure, flow, breathing rate, tidal volume or respirations. Not able to determine if medical device was working and/or if data was missing.